Event description:
Two (2) eclipse (lot# 0203072600) 200 ml/100 ml pumps containing daptomycin 400 mg in 0.9% sodium chloride 100 ml leaking distally from the inline filter. FDA safety report ID# (B)(4).